Event description:
Customer reported the bolus button on the insulin pump was not working. Customer does not recall blood glucose level. Customer reported the buttons were sticking and not working. Customer stated his blood glucose could have been in the 120 mg/dl range. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.